Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 17-march-2022 to ensure the replacement products resolved the initial concern. Customer advised he has not received his replacement products as of yet therefore a 2nd order was placed for product replacement. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 38 and 71mg/dl and with meter to lab comparison results of 71mg/dl using true metrix meter and doctor's lab result of 109mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-108mg/dl and expected am post prandial blood glucose test result range is 110-115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 96 mg/dl; date: 03/02; time: 3:05pm; fasting. Result 2: 38 mg/dl; date: 03/02; time: 11:54am; fasting post prandial. Result 3: 102 mg/dl; date: 03/02; time: 8:00am; fasting. Result 4: 198 mg/dl; date: 03/01; time: 11:12pm; fasting. Result 5: 129 mg/dl; date: 03/01; time: 8:09am; fasting. Result 6: 71 mg/dl; date: 03/01; time: 7:47am; fasting.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.